Event description:
It was reported that (1) prr35 device was used during a vein ligation procedure. It was reported by the rep that the surgeon attempted to use a prr35 skin stapler, the staples did not form properly. The surgeon completed the case with another prr35. There was no consequence to the pt.